Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient pressed go to start therapy before connecting and then connected after. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during peritoneal dialysis during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient pressed go to start therapy before connecting and then connected after. The technical service representative advised care giver that the patient must start over with all new supplies on the homechoice and explained why. The technical service representative had care giver cycle the power on the homechoice. The technical service representative explained the system error 2240 to the care giver. The care giver was to have the patient start over with all new disposables. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.